Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: unable to see event logs due to display being broken. No patient involvement.

Event description:
The following was reported to hamilton medical ag: unable to see event logs due to display being broken. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).